Event description:
Per the clinic, the patient experienced pain without stimulation and migraines, leading to device non-use. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.